Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact did not have any further information regarding this event. There was no reported impact to the customer's blood glucose level. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.